Manufacturer narrative:
Currently, it is not known if the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. Without a lot number a review of the mfg records could not be conducted. Additionally no product was returned for eval. We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2003 - the pt underwent a hernia surgical procedure at which time a composix kugel hernia patch was implanted. The attorney's report alleges disability, infection, additional surgery, defective mesh.